Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator "shut off". The ventilator was not made available to medtronic for evaluation. Although it was reported that the device "shut off", the code provided by the hospital's biomedical (biomed) engineer indicated that the ventilator entered backup ventilation (buv). In addition to the code reported during use, the customer reported the device failed the extended self test (est) with an ¿ inspiratory autozero solenoid not operational¿ message, and the biomed replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). All testing was reported to have passed. As the code reported during use and the reported est failure are both related to the inspiratory autozero solenoid, which is located on the ifm pcba, the cause of this event is likely a fault in the ifm pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator ¿shut off". The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of returned part method code (annex b) additional code added result code (annex c) additional code added conclusion code (annex d): remove d02 and add d0203 component code (annex g): remove g02005 and add g0201205 h3 device evaluation summary: was updated due to analysis of part returned medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 v entilator "shut off". The ventilator was not made available to medtronic for evaluation. Although it was reported that the device "shut off", the code provided by the hospital's biomedical (biomed) engineer indicated that the ventilator entered backup ventilation (buv). In addition to the code reported during use, the customer reported the device failed the extended self test (est) with an ¿ inspiratory autozero solenoid not operational¿ message, and the biomed replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). All testing was reported to have passed. The ifm pcba was returned for analysis. A visual inspection was carried out on the returned ifm pcba and no anomalies were observed. The ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures; therefore, no further testing was performed. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the code reported and the reported est failure was determined to be faulty autozero solenoid (so1) on the ifm pcba. The serial number of the ifm pcba is in scope of the existing corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.